Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. The patient said there were several air detected in cassette warnings during drain 1 of 3. When the patient removed the cassette from the cycler there was fluid in the pump module area. Fluid leaked from an unknown area. Technical services told the patient to wait and not use the cycler again until the next day. In a follow up with the patient's pd nurse it was verified there was no harm, adverse event or intervention associated with the leak. The cycler is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered during pd treatment. The patient said there were several air detected in cassette warnings during drain 1 of 3. When the patient removed the cassette from the cycler there was fluid in the pump module area. Fluid leaked from an unknown area. Technical services told the patient to wait and not use the cycler again until the next day. In a follow up with the patient's pd nurse it was verified there was no harm, adverse event or intervention associated with the leak. The cycler is not available to return for investigation.